Manufacturer narrative:
The pump was received with a cracked case behind the pump at the battery compartment, cracked battery tube threads and a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection. No moisture damage found on the keypad assembly.

Event description:
The customer reported via phone call that insulin pump was exposed to moisture. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that there was fluid under the display. The product will be returned for analysis.